Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received partially deployed. Visual examination of the returned device found the outer sheath kinked. No other problems were noted with the stent and delivery system. The observed problem of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent first flange premature deployment cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of stent first flange premature deployment; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed; however, during removal, the first flange prematurely deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed; however, during removal, the first flange prematurely deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment.